Manufacturer narrative:
Section b3: correction - the patient was admitted on (B)(6) 2019 and pump exchange occurred on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Event details: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient received a pump exchange on (B)(6) 2019. On the device was exchanged for suspected thrombus. No further information was reported.

Manufacturer narrative:
Section b5: additional information. Section d7: correction. Section d10: additional information. Section h3: additional information. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned assembled with the driveline (dl) cut 5.5¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of (B)(6), a small, pink, ring-like deposition was found surrounding the bearing ball of the rotor. The laminated structure of this thrombus and its areas of denaturation indicate that it likely formed over an undetermined period of time while (B)(6) was supporting the patient. A root cause for the development of this formation could not conclusively be determined through this evaluation. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019. No changes to pump parameters were observed. It was also reported that subtherapeutic international normalized ratio (inr) was observed in (B)(6) 2019 and patient was admitted for heparin bridge. Lactate dehydrogenase (ldh) was at 2636 (from 931, then baseline 400s) and a computed tomography (CT) scan showed thrombus in the outflow cannula. Prior to pump exchange, the patient was started on heparin drip in addition to continuing aspirin and persantine.